Event description:
Pharmacist was batching syringes for oral draws. She noticed that one of the 1 ml syringes that is used for oral draws was completely missing any form of graduated marking for measuring the dosage. There was no graduation on the syringe at all. Syringe was discarded and a new one was obtained.